Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was recharging every day and the ipg was reaching end of life. The physician undertook surgical intervention regarding the lead (reference MFR report: 1627487-2013-23127). During the procedure, the physician opted to explant and replace the ipg. The patient received stimulation coverage postoperatively.